Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred during cycle 4 with uf volume of 908ml. The largest prescribed fill volume of 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was tested passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be false empty detect, use error and clinician inappropriately set minimum drain volume percent setting too low.